Event description:
It was reported that pump malfunction 24 occurred. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer addressed high blood glucose by giving correction insulin injections using multiple daily injections and switched to injections as backup therapy. Technical support confirmed warranty and shipping details and arranged replacement pump.